Manufacturer narrative:
The customer's lawyer stated that at the time of the incident, user was not using the stairlift and the stairlift had stopped the previous day in "the middle" of the staircase. Acorn's agent who took the call notated that according to the customer, the stairlift was stop at "the top of the steps". The field technician who came on (B)(6) 2022 found the stairlift was at "the top" of the landing just around the corner from the staircase. The stairlift was not in the staircase. Customer never inform the technician that there had been an incident took place. Due to the length of time from the incident took place to receiving the legal letter with the conflicting stories and lack of information provided at that time, we are unable to determined that the lift was involved in any way with the incident. The only information that we have at that time was that the lift wasn't operating. Full inspection was completed on 12/7/22, and osg was replaced and all system was working properly

Event description:
Acorn stairlifts received a legal letter on 8/11/23 regarding a personal injury claim that occured on (B)(6) 2022. Customer's lawyer claimed that the user walked up the stair and fell down. Stairlift wasn't being use at the time of incident. The lawyer claimed that the stairlift broke the day before the incident took place. User suffered fractured ankle. Customer's daughter reported that her stairlift wasn't working on (B)(6) 2022. There was no mention that her mom fell down.